Event description:
The event involved a Spiros, Closed Male Luer with Red Cap, 10 It was reported that the fluid would not push through the plunger. Plunger in syringe port got stuck would not allow fluid to pass. Device malfunction occurred and the device did not do what it was supposed to do. The original intended procedure was chemotherapy. The event occurred in hospital. There were no reported patient involvement and harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.